Manufacturer narrative:
E1: full address - (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image coming from digital visual interface signal output port. The issue occurred during maintenance. There was no procedure involved and no reports of patient harm.

Manufacturer narrative:
Additional information was added to fields d8, d9, h6, and h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It is likely that no image was displayed due to a faulty printed circuit board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.